Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that demographics for a patient (b) were mis-associated with the results obtained from a sample tube from a different patient (a) when samples were processed on a vitros 4600 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer stated that the discrepant patient sample results were reported out of the laboratory. However, a physician questioned the results and repeat testing occurred. No treatment was initiated, altered or stopped based on the results. There was no allegation of patient harm related to this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that demographics for a patient (b) were mis-associated with the results obtained from a sample tube from a different patient (B)(6) when samples were processed on a vitros 4600 chemistry system. The likely cause of the event is pre-analytical operator error when labeling the patient samples. The ortho tsc reviewed e-connectivity data as well as vitros laboratory computer interface (lci) files. According to the data review, the tray movements, potential error reactions and condition codes do not show any indications of abnormality or an analyzer issue. The analyzer movements and metering event were as expected. The sample patient a results were from a sample in a tray that only had one sample placed in tray 20, cup 1. This matches lci files and patient report results. There were no indications that the vitros 4600 chemistry system malfunctioned.